Event description:
A healthcare professional reported right side device rupture and capsulare contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ as per the investigation procedure, creases and non-penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A healthcare professional reported right side device rupture and capsulare contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted and replaced with a new implant.